Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Reportedly, the customer required additional assistance and emergency services were called and assisted customer by administering glucose tablets to address bg level. Reportedly, customer hyperextended their knee. The customer was instructed to consult with healthcare provider regarding bg level.